Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 13. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, swelling, bleeding and inflammation. No further patient complications were reported.